Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ a1-a5 are unknown.

Event description:
The user facility reported that an implanted impella cp pump slipped into the patient's aorta at the time that CPR was being performed on the patient. The pump was replaced in response to the positioning issue. The patient reportedly passed away the following day. There is not enough evidence to disassociate the patient's passing with impella support.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. Clinical states that the patient required cardiopulmonary resuscitation (CPR) which resulted in impella slipping into aorta. Pump was not returned for investigation. As per the clinical information provided, the root cause of the positioning issue was use related to the CPR performed while pump still inside the patient. E4 should have been left blank on the initial manufacturer device report number: 1220648-2025-27695 as it is unknown if the initial reporter also sent the report to the food and drug administration.